Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing and expiration date are currently not available. The full UDI is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video lobectomy. When the surgeon activated the stapling trigger on the pulmonary vein and reopened the jaws, bleeding appeared and the staples were visibly malformed. The surgeon affixed a clip to control the bleeding. No post-operative patient incidence. Extended intervention time the time to control bleeding by affixing a clip.